Manufacturer narrative:
Describe event or problem; corrected data:the previously submitted MDR inadvertently did not provide the information. Device manufacture date; corrected data: the previously submitted MDR inadvertently did not provide the information.

Event description:
Review of manufacturing records confirmed all tests passed for the concerned handheld prior to distribution.

Event description:
During an internal review of programming and diagnostic history, it was identified that an interrupted system diagnostic test occurred that caused an unintended change in device settings during an office visit on (B)(6) 2015 (adjusted date). The settings were not corrected on the same date. No patient adverse events were reported. Review of manufacturing records confirmed that the programming computer and the patient's generator passed all functional tests prior to distribution.